Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a latarjet-surgery the electrode touched the metal part of the wire and the electrode gave the patient and the surgeon an electric shock. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. No further information received.

Manufacturer narrative:
The reported event of "it shocked patient and surgeon" was not confirmed.no physical problems were visually apparent during the visual evaluation.the device was subjected to functional testing. No functional issues were observed. The device was subjected to burn-in testing. All tests passed and no issues were observed. The device was subjected to the initial production testing. All tests passed and no issues were observed. Dc output and rf output were tested and found to be within specification. Dc output and rf output measurements were compared to the original measurements taken at prime production for this device, and no significant changes were detected. The device was subjected to final check-out testing. All tests passed and no issues were observed. Rf leakage current and lf leakage current were tested and found to be within specification. Rf leakage current and lf leakage